Event description:
Reporter alleged the customer obtained a result of 308 mg/dl around 1 pm on her advantage system while using expired strips. Reporter stated the customer took 10 mg of glipizide, 5 mg more than normal, based on the readings and didn't eat. Reporter stated that he found the customer passed out around 5:20 pm and called the paramedics. Reporter stated they obtained a result of 32 mg/dl on their system and treated her with an IV of glucose before taking her to the hospital. No other actions were reported taken, or treatment received. A request was made for the return of the suspect device.